Event description:
Patient, later reported, fever, redness and intense pain. Previous medwatch submission noted, capsular contracture upon further information. It has been determined, that the event of capsular contracture did not occur. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Edema: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. Erythema: unable to observe, since it is not related to the device. Fever: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side pain in armpits. Recall and rupture. Device has been explanted.